Event description:
Pt reported experiencing air bubbles in the insulin cartridge and infusion set of the infusion device since (B)(6) 2012. Pt stated, he noticed that at the end of the insulin cartridge he experiences elevated blood glucose levels. Pt reported on (B)(6) 2012 at 9 pm, he had a blood glucose level of 393 mg/dl and he took correction via the infusion device of 7-8 units of insulin. Pt stated at 10 pm his blood glucose level was 296 mg/dl, he changed the infusion set and took correction via the infusion device. Pt reported on (B)(6) 2012 at 1 am, his blood glucose level was 44 mg/dl; he ate a banana and drank apple juice. Pt reported at 6 am, his blood glucose level was 54 mg/dl, he ate a banana and drank apple juice. Pt stated at 8 am, his blood glucose level was 54 mg/dl and he had breakfast. Pt discarded the accessories. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.